Event description:
It was reported that the touch pen would not calibrate after numerous attempts. The programmer has been returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the touch pen and cursor do not align on the screen and calibration does not hold. As a result the overlay/bezel assembly and stylus was calibrated. It was also noted that the power cord bay door was damaged. (B)(4).